Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call low blood glucose levels, failed battery test and software error detected alarm on the insulin pump. Customer¿s blood glucose level was 52 mg/dl. Customer treated their low blood glucose levels via food. Troubleshooting for failed battery test and software error detected was performed. Customer performed and passed the self test. Customer declined to troubleshoot for low blood glucose levels. The insulin pump will not be returned for analysis.